Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Display did not returned. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for damaged battery cap and alleged blank display found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump error 63 (variable number 09) was found in the history files on (B)(6) 2021 at 7:25pm. Pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Blank display not confirmed. However, pump error 63 (variable number 09) was found in the history files on (B)(6) 2021 due to moisture damage on the pcba 1/2 boards. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. (B)(4).